Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during an initial implant procedure that the left ventricular lead was unable to be implanted. The lead was not used, and a new lead was implanted.

Event description:
New information received stated that there was no allegation of malfunction with left ventricular lead. The left ventricular lead was unable to be implanted due to patient anatomy. The patient was stable post procedure.

Manufacturer narrative:
A complete lead measuring 86.4cm was returned for analysis in one piece. Analysis was normal. No anomalies were found.